Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a company rep. This case concerns a (B)(6) female pt who developed swelling in the right knee after receiving treatment with synvisc one. Medical history included one of synvisc series (caller believed he had 3 synvisc series in past). No past medical history, concurrent conditions and concomitant medications were reported. On an unspecified date, the pt received treatment with synvisc one injection at a dose of 6 ml, once, with batch/lot number: w12052, (route and expiration date unk) in both knees for unk indication. It was reported that the pt developed swelling in the right knee. It was reported that the pt returned to the hcp office within 48 hours after the injection and was given intraarticular steroids. Corrective treatment: corticosteroid (unspecified). Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Seriousness criteria: the event of "the pt had swelling in the right knee" was assessed serious as intervention required.